Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874 and serial # (B)(6). Problem statement: customer reported complaint on a leakage of biohazard not contained within instrument manufacturing defect trend: there are (B)(4) qns (quality notifications) related to the reported issue. Date ranges from 24jun2020 to date 24jun2021. Complaint trend: there are (B)(4) complaints related to the issue of a biohazard leakage not contained within instrument; date ranges from 24jun2020 to date 24jun2021. Manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to worn tubing inside the fluidics harness. The fse (field service engineer) discovered the leakage to originate from some cracked/broken waste tubing inside the fluidics harness. The fse replaced the part, tested the instrument, and confirmed that the instrument was functioning as expected with no further leakages. No parts were requested for evaluation as tubing is not from stock inventory and the defective tubing was discarded. Although the leaked material contained biohazard, which may pose a risk of contamination upon skin contact, the customer confirmed that they had not come in contact with the fluid and were not harmed in any way. Additionally, the leakage was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. The results were captured prior to any diagnosis decision and was reported to bd as not expected. While this instrument was being used for clinical treatment, the results gathered during the incident were not used in the treatment of a patient and did not affect them in any way. The safety risk is severe, s4, though there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2019. Defective part number: 659606 - harness fluidics with shut off valves work order notes: o subject / reported: leaks on waste line. O problem description: leaks on waste line. O work performed: replaced fluidics harness. O cause: cracked/broken waste tubing. O solution: issue resolved. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000176773, rev. 01/vers. D, bd facsvia clinical software version 1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. O ID: 2.1.9 o hazard event: exposure to biohazardous material during preventative maintenance. O cause of event: user disconnects the fluidics harness and spills sample waste fluid. O harmful effects: exposure to biohazardous material o risk controls: ¿pcyt-648 ¿ labeling biohazard ¿pcyt-2908 ¿ labeling waste bottle biohazard ¿sy-3126 ¿ safety ¿ biohazard ¿user will apply the universal precaution - instructions for use guide - chapter on maintenance ¿wear suitable ppe ¿ biological safety ¿ safety and limitations guide o implementation verification: ¿mpi 7100279 ¿ mpi, assy., case, c6¿23-14661-00 bd facsvia¿ safety and limitations ¿drawing ¿ 659605- assy, 2000ml bottle facsvia waste ¿see pcyt-648 ¿23-14662-00 bd facsvia¿ instructions for use ¿659606 fluidics harness with shut off valves o effective verification: same as implementation verification. O probability: 1. O severity: 4. O risk index: 4. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage was due to worn fluidics tubing inside the fluidics harness. Conclusion: based on the investigation results the root cause of the leakage was due to worn fluidics tubing inside the fluidics harness. The fse confirmed the leakage was from the fluidics harness and replaced the part. After the repair, the instrument was tested and functioning as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is severe, s4, though there was no impact to customer health or safety.

Event description:
It was reported that the waste line leaked with a bd facsvia¿ flow cytometer and biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: leaks on waste line. 1. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. 2. Was the leak contained within the instrument? (If not contained, got to question #3. If contained, no further questions required.): not contained. 3. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type ¿no¿ in the text box then go to question #4): no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): unknown. 5. Did biohazard leak before or after waste line: (if before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line. 6. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no. 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, got to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the waste line leaked with a bd facsvia¿ flow cytometer and biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: leaks on waste line. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. Was the leak contained within the instrument? (If not contained, got to question #3. If contained, no further questions required.): not contained. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type ¿no¿ in the text box then go to question #4): no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): unknown. Did biohazard leak before or after waste line: (if before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no. Was the customer/bd personnel physically in contact with the fluid? (If yes, got to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no.